Event description:
Customer reported the insulin pump alarmed an unexpected restart test. Customer's blood glucose level was 250 mg/dl. Customer stated the device alarmed and she just wanted to clear the alarm and know what the alarm meant, customer was advised. Customer declined further assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.